Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an elective replacement indicator (eri) on their device. They indicated there was dissatisfaction with the longevity of their ins, as they thought it would last 9 years. They had balance issues along with several falls since 2017 (B)(6), the most recent being the last couple weeks. Additional information was received from the patient indicated they had an eri on their other ins as well. They noted the battery was dropping faster than anyone expected. They were told if the ins stopped working they may have pain. They reported a return of symptoms and muscle cramps. No further complications were reported as a result of this event. Refer to manufacturer report #3004209178-2018-01299 for details pertaining to the related reportable event.